Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The evaluation findings of debris and burn marks on the fiber face. A flexiva 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured 0.5mm and appeared used. Additional examination revealed that the fiber tip is broken; however, the fiber was returned without a broken tip demonstrating that the tip broke during handling in the lab. Examination under magnification revealed that there are two shadows on the outer corner of the fiber face within the sub miniature-a (sma) connector which were found to be debris or burn marks resulting in a weak, scattered aiming beam with an effective transmission of 39.8%. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 2, 2016 that a flexiva 200 laser fiber was used in the ureter during a ureteroscopy with holmium laser lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas h 20 console set at 6.4w/195.4j/ 274pulses/00:39sec duration. According to the complainant, during the procedure, the physician was about to fire at the stone but there was no energy coming out from the laser fiber. The aiming beam was noted to be very dim. No physical damage was noted on the fiber when it was removed from the patient. Reportedly, the laser unit indicated that energy was used although nothing actually came out from the laser fiber. The procedure was completed using a different laser fiber. There were no complications reported as a result of this event. The patient's condition remained unchanged at the conclusion of the procedure. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed presence of debris and burn marks on the fiber face.